Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for a urine sample from 1 patient tested for total protein urine/csf gen.3 (tpuc3) and creatinine plus ver.2 (crep2). The erroneous results were reported outside of the laboratory. The initial crep2 result at 12:19 p.m. Was 0.07 mg/dl and the initial tpuc3 result at 12:19 p.m.was 1.7 mg/dl. These results were reported outside of the laboratory where the doctor complained that the results might be wrong. The sample was repeated at 1:25 p.m. And the crep2 result was 20.64 mg/dl and the tpuc3 result was 148.4 mg/dl. No adverse event occurred. The tpuc3 reagent lot number was 61627901 with an expiration date of 09/30/2016. The crep2 reagent lot number was 13128101 with an expiration date of 10/31/2016. It was noted that the customer did not spin the sample prior to the run at 12:19 p.m. Or the run at 1:25 p.m. Based on a review of the data during the investigation, it appears there was either no sample or an insufficient sample amount pipetted. This can be caused by sediments/cells or other solid material in the urine. This can be avoided by spinning the urine sample prior to measurement. The most likely root cause of the erroneous low results is related to a pre-analytic issue such as clogging or contamination of the sample probe.